Event description:
Needles have reduced sharpness to cut. The needles are dull. This is true for both the introducer, as well as the needle. This causes the sample tissue to be pushed together instead of being cut. The pt requires a repeated biopsy procedure.